Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line leaked while the tubing was being filled. The user successfully loaded a new cartridge and resumed insulin delivery. The user's blood glucose (bg) level was over 400 mg/dl. The bg level was addressed with a manual injection.